Event description:
The hospital reported that during a coronary artery bypass procedure, the delivery tube on the heartstring proximal seal system detached when a customer depressed the plunger to deploy the seal into the aorta. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to cardiac surgery on (B)(4), 2010, for investigation. A visual inspection revealed that the tube was attached to the hub. It was removed with some minimal twisting and force. The seal and springs were in the tube, and the seal was cracked at the center. A supplemental report will be submitted when the investigation is completed. (B)(4).